Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information the amplitudes and pace thresholds on the right atrial (ra) lead were checked and after changing the lead position, it was not possible to measure the amplitudes and no response was seen with pacing. Standstill was noted thus the ra lead was removed and not implanted. No additional adverse patient effects were reported. The lead will be returned.